Manufacturer narrative:
A steris service technician inspected the surgical table and found that the rubber bellows for the tilt cylinder were not in place. The rubber bellows serve to seal the table interior at the point where the table tilt cylinder shaft extends from the table column cover. The absence of the bellows exposed the approximate three inch diameter opening in the table column cover. The opening in the table column cover is present to allow for the articulation range of the table tilt cylinder. The technician removed the table column covers and base cover and found damaged/torn bellows where it had been pushed or fallen within the table interior. The technician also observed stains, blackened and charred electrical components. The surgical table is not under steris service contract and is serviced and maintained by the user facility. The operator manual states (pp.1-3), "failure to perform periodic inspections of the table could result in serious personal injury or equipment damage."

Event description:
The user facility reported that during the conclusion of a patient procedure their 4085 surgical table began to emit a burning smell and smoke. No report of injury. No procedural delays or cancellations occurred due to the reported event.